Event description:
Customer reported unexpected negative reactions on the echo. A patient specimen with an anti-s reported as negative with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of customer instrument results file displayed the following:group/ screen (crrs3) sample negative with cells 1-3, 4+ positive control reaction images appeared negative with tightly defined buttons. The images confirmed the reactions observed in the complaint. The reactivity of the s antigen was confirmed on retention crrs(3).the returned patient sample (history of anti-s) was tested in manual testing with retention crrs(3). The sample was nonreactive. The patient's sample was tested by tube hemagglutination tests with retention panoscreen I, ii and iii. A room temperature incubation was included. The sample exhibited microscopic reactivity only at the indirect antiglobulin test phase. The event appears to be related to the nature of the sample.